Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the clinic noted a lead safety switch (lss) had occurred for a low out of range pacing impedance measurement two years earlier. It was further noted that the threshold measurement had increased. The clinic noted they were continuing to monitor the patient. The pacemaker and another manufacturer's right atrial (ra) and right ventricular (rv) leads remain in service and no adverse patient effects were reported.